Event description:
A file separated in the canal during a procedure performed on a young pt more than a year prior to the report date. The canal was filled with the separated piece in place without sequela.